Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported through stryker facebook page: "I have a friend who has had both knees replaced by same dr and she has no residual pain. She walks perfectly. I wasn't that lucky but I can walk but it hurts. Luck of the draw I guess."

Manufacturer narrative:
Reported event: an event regarding pain involving an unknown knee was reported. The event was not confirmed. Method & results: product evaluation and results: material analysis, visual, functional and dimensional inspections could not be performed as the device remains implanted. Clinician review: no medical records were received for review with a clinical consultant. Product history review: could not be performed as the device lot details were not provided. Complaint history review: could not be performed as the device lot details were not provided. Conclusions: it was reported that the patient is experiencing pain post-implantation. The exact cause of the event could not be determined because insufficient information was provided. Further information such as return of the device, pathology reports, pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. No further investigation for this event is possible at this time. If devices and/or additional information become available to indicate further evaluation is warranted, this record will be reopened.

Event description:
It was reported through stryker facebook page: "I have a friend who has had both knees replaced by same dr and she has no residual pain. She walks perfectly. I wasn't that lucky but I can walk but it hurts. Luck of the draw I guess." Additional stryker facebook page comment, "I'm 9 months out of tkr. Still have pain 24/7. Appears to be slowly getting a little better but still more pain daily than I thought I would have. I have graduated from physical therapy twice. I followed the dr orders completely and it still hurts constantly."